Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-syncopal with pauses. It was disclosed that the patient used the safety bar on the wall to pull up from the toilet and noticed a pop and oozing at the implant site. At the one day post-op check, it was discovered that the lead had dislodged. Intermittent loss of capture was observed along with highly variable and increased capture thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.